Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated non-recoverable errors occurred on universal surgical manipulator (usm) 2. The tse confirmed error 307 in the logs pointing to usm 2 at that moment, and multiple errors 307 on distal 2, 3, 4 on the usm after that. The tse had the customer performed a hard power cycle with emergency power off (epo), but the system booted up with error 319. The customer disabled usm 2 to continue with the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) and proximal setup joint (suj). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.